Event description:
Allegedly, patient was revised due infection (right). Additional information received from njr on 9/18/2017. Added femoral head and following information: revision njr number: (B)(4). Primary asa: p3 - incapacitating systemic disease.